Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-(B)(4), awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date consumer reported that since 2007 she experienced headaches, joint pain, pain in pelvic area, fatigue, hairloss, yeast infections, rashes and heavy periods. Prior to essure placement she was a healthy woman with none of these ailments. On (B)(6) 2015 she had essure coil removed. She noticed that after removal her joint pain reduced and her rash went away. Product technical complaint analysis received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvic area. She had essure removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (essure removal). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.